Event description:
An intubated patient underwent endoscopic treatment of upper digestive bleeding in the stomach. The treatment was done by means of an otsc clip and was successful in terms of closure of the ulcerative bleeding site. After the procedure, a tracheal perforation and an esophageal lesion were found and the patient was admitted to the ICU. The clinical course was complicated, and the patient eventually passed away.

Manufacturer narrative:
An intubated patient underwent endoscopic treatment of upper digestive bleeding in the stomach. The treatment was done by means of an otsc clip and was successful in terms of closure of the ulcerative bleeding site. After the procedure, a tracheal perforation and an esophageal lesion were found and the patient was admitted to the ICU. The clinical course was complicated, and the patient eventually passed away. We were notified that the gastroenterologist deemed the otsc system not likely to be the reason for the complication. After multiple enquiries at the hospital no further information was available and the injury mechanism in the intubated patient remained unclear.